Manufacturer narrative:
The problem was due to a component failure (cavity mirror damaged). We are unaware about patient injury.

Event description:
The laser system has the following problem: error no energy. Found both cavity mirrors has damaged". No adverse effects to patient were reported.